Event description:
Unsolicited: pt called reporting that her pump was alarming with "no disposable, pump won't run" and she had already taken cassette off, put it back on and changed out the tubing and still alarming. (She was changing her regularly scheduled mix and at the priming step when this occurred.) Pt was advised to change the whole cassette {making a new mix] and she did that while rph stayed on the phone, and that stopped the alarm. Pt said the pump was able to prime and run at that point. Pt was advised that we could send replacement cassette. Pt said she would rather call tomorrow and order her whole order then. Pt advised pharmacy would make a note that we need to send her an extra cassette next time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Reported to (B)(6) by pt/caregiver.